Event description:
I was applying an abbott libre 2 continuous glucose monitoring sensor to the back of my arm. The needle that is supposed to retract after the sensor is in place broke off the applicator and was stuck into my arm when I remove the applicator. I contacted abbott about the incident and the person I spoke with seemed to blame me, however if you look up issues with libre 2, hundreds of posts have been made by people who have had broken needles in their arms from apply a libre 2 sensors. The sensors also fail quite frequently and the readings are often higher than my meter. Abbott of course claims that the inaccurate readings are caused by the patient using the sensors incorrectly. The device malfunctioned so no testing was done.